Manufacturer narrative:
(B) (4). (B) (4). Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
The reporter stated that the device tubing separated. There was no reported pt injury or treatment associated with this event.